Manufacturer narrative:
Updated: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was experiencing a loss of symptom control as well as a dead battery. The hcp removed the leads, placed new ones in a different location on the stomach in hopes of a batter patient response to symptoms, and he also replaced the dead battery. It was unknown if any factors led to the event or if any troubleshooting was performed. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported the battery was depleted from use. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6), product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a family member of the patient was having an increase in their nausea and vomiting symptoms. The patient suffered from severe constipation and urinary incontinence. The patient was sent to a physician on (B)(6) to get a mapping of their stomach and best determine optimal lead placement. The patient was schedule to have the leads and battery replaced as of (B)(6). No further complications were reported/anticipated.